Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during follow up, there was no capture on two vectors. X-ray revealed the lead had dislodged. Revision was attempted however it was not possible so the lead was replaced with good measurements. Patient condition was good before and after the procedure.